Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of a faulty reservoir. The customer's blood glucose reading was unknown. The customer stated that there are leaks and cracks on the reservoir and infusion sets. The customer stated that there are cracks on the side of the tubing. The customer stated that the leak is on the sides near the numbers. The customer was advised to check if insulin is visible in the battery, reservoir compartment or under lcd display. The customer stated that they were not placed into the pump with the cracks. The customer will be sent replacement reservoirs.